Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the log file downloaded from the returned heartmate ii system controller (serial number: (B)(4)); the returned controller is investigated under (B)(4). The log file contained approximately 51 days of data ((B)(6) 2021 per the timestamp). Multiple low voltage hazard and no external power alarms were captured from (B)(6) 2021 at 20:49:29 to (B)(6) 2021 at 0:23:29 due to temporary losses of ac power while connected to the mobile power unit (mpu); the alarms resolved each time when ac power was restored to the mpu. The system controller backup battery supplied power to the system during the losses of external power. The driveline was disconnected on (B)(6) 2021 at 12:36:06 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The mpu was not returned for evaluation. Multiple requests for additional information were made to determine if the mpu would be returned for evaluation, if the ac power cord had a v-lock connector, if the ac power cord became disconnected from the back of the unit or from the wall outlet, and if there were environmental circumstances that resulted in interruptions of ac power at the patient¿s home when the losses of external power occurred; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Multiple requests for product serial number were made; however, no response was received. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect, no external power and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the mpu. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller and the mpu. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low voltage advisory, low voltage hazard, and no external power alarms were captured throughout the log file due to temporary losses of power while connected to the mobile power unit (mpu).